Event description:
It was reported that the patient had diaphragmatic stimulation due to the left ventricular (lv) lead. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d1 implantable cardioverter defibrillator (ICD) (B)(6) 2013 5076-52 implantable pacing lead (B)(6) 2007 6949-65 implantable tachy lead (B)(6) 2007. (B)(4).